Event description:
It was reported that "right femoral to pt of extreme gravity with megadoses of vasoactive drugs, hypotense extreme, then transferring the pt. Laboratory of hemodynamic, the catheter is refluxed in conjunction with the connection of helium was taken to the withdrawal of the ball and becomes an installs. A new device operating leaving this time without incident." Additional info was received on (B)(6) 2012, stating that the event involved a female pt (B)(6). The intra-aortic balloon (iab) was inserted via a sheath and into the pt's right femoral artery. An hour after the insertion the pump alarmed and the clinicians checked the helium line and observed blood in it so they removed the iab and confirmed that it was damaged allowing the pt blood to leak into it. The medical team had to stop the therapy, remove the iab and insert a new iab catheter. There was a pt death however, according to details from the md the device did not cause or contribute to the pt's death.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if additional info becomes available.